Event description:
During a spinal fusion case, the surgeon reported that the distal most rivet came apart during the expansion of the flexposure's distal cone shaped skirt. The flexposure was removed without incident.